Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with visual changes. Overnight the patient started having intermittent low flow alarms which progressed to constant low flow alarms. The patient was treated for hypotension, fluid bolus was given, an echocardiogram was performed, and a computed tomography (CT) scan of the chest was ordered. The patient had subtherapeutic international normalized ratio (inr) on heparin drip. The clinic was awaiting CT results, and an outflow graft (ofg) obstruction was suspected. Urgent log files were submitted for review and captured persistent low flow estimates and sustained low flow hazard events. These did not appear to be the result of any external equipment malfunction. The backup system controller was adjusted to 2.0 liters per minute (lpm) and the primary system controller was not adjusted due to the patient having flows of around 0.5 lpm while onsite.

Manufacturer narrative:
H6: corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. Additionally, review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account suspected that the low flows were due to the obstruction and reported that the alarms resolved following the outflow graft stenting procedure. The submitted controller event log file contained events on 13aug2024. Low flow alarms were captured throughout the file, with the longest alarm lasting approximately 3.5 hours. Additionally of note, review of the controller periodic log file revealed a decreasing trend in flow beginning on 12aug2024 and continuing through the end of the file. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that ofg obstruction was confirmed, and the patient was transferred to their ventricular assist device (vad) center, where the ofg was stented. It was clarified that the patient was treated for hypertension not hypotension. The low flow alarms resolved with the stenting.